Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1331102) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: tamper tube failed to deploy after shuttling down, converted to manual compression for 15 minutes. The physician was not sure if it was the device or user error. The pt was not hospitalized. Stick location: mid femoral. Vessel size: 5 mm. Procedure: cerebral.